Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar was stuck on the patient. The instrument did not straighten at the tip, so it could not be removed from the cannula. The cannula was pulled to remove the instrument, but the instrument was stuck between the skin and the subcutaneous tissue. The surgeon moved the instrument side to side until it was out. There was a delay of less than 15 minutes; however, the procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument passed recognition, engagement, continuity, and full-range motion tests, with the grip tips opening and closing properly. No product issue was identified. The instrument was found to be fully functional.

Event description:
Refer to h11 for follow-up information.